Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down and displayed a message to turn the power off, wait 10 seconds then turn the power back on. The system then displayed an uninterrupted power supply error message and the workstation displayed a data disk error message. No pt injury was reported.